Event description:
Received medwatch report that pt felt a pop in her back and subsequently did not have adequate stimulation in lower extremities. It was reported about two months later pt was brought into or for ipg revision. No further info is available. Explanted ipg has not been returned to ans for eval. Ans requested device be returned for eval.

Manufacturer narrative:
Eval method: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specs. Ans inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.